Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's sensor and blood glucose readings. The mother states the customer's blood glucose level was 326mg/dl, and their sensor reading was 99mg/dl. The difference was found to not be within the acceptable range. The customer mentioned their blood glucose level having gone as high as 424mg/dl. Troubleshoot was conducted and the customer would be receiving replacement sensors.